Manufacturer narrative:
User reported issue was confirmed. A supplier corrective action request ((B)(4)) had been issued to address this issue. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016.

Event description:
The customer stated that the tubing separated from the drip chamber. No patient was involved in this case.